Event description:
The ge oec 9900 fluoroscopy system would not boot up at the beginning of a procedure. The system was removed from use for service.

Manufacturer narrative:
A ge oec service representative investigated the issue and found loose ram chips on the cpu that were re-seated. All other system functions were evaluated. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.